Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.the pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges."

Event description:
It was reported that the pump touch screen was missing pixels, and the customer was no longer able to see the pump battery percentage. Subsequently, the pump battery fully depleted and the pump shut down due to not charging the battery. The customer¿s blood glucose (bg) level subsequently increased; bg value was not provided. A correction bolus was delivered to address bg. The customer reverted to an alternate method insulin therapy.